Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify prime or fill due to motor error alarm. Device received with stripped coin slot, cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case from reservoir tube window corners, cracked reservoir tube window, address or serial label missing and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not recognize a full reservoir during prime and would just keep squiring out. The customer declined to provide their blood glucose levels. The customer also reported having a severely cracked battery cap and completely broken. The insulin pump will be returned for analysis.